Event description:
A (B)(4) distributor shipped back this battery pack indicating the battery pack failed to charge.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. The reported problem (will not charge) has been confirmed. As received, the battery would not charge when placed in the charger and would not power up a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.